Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, high voltage cable and circuit board in the workstation c-arm were evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.